Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - sensitivity of teeth.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced malaise, tooth decay, vomiting, diarrhea, and decreased fluid intake. Per documentation, the patient failed to compare the egv with bg and just assumed that her sensor is showing inaccurate. The egv at the onset of symptoms was not documented. The patient called 911 and was transported to the ed. There, the egv was 180mg/dl while the bg was 250 mg/dl. The patient was treated with 3 liters of fluid, two shots of zofran, and she was released early in the morning around 3:00am (B)(6) 2024. At the time of the report, the patient was still not feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.